Event description:
It was reported that there was a volume discrepancy greater than 25%. The expected reservoir volume was 5.7ml and the actual reservoir volume was 16ml. The pump was last refilled with 18ml in 2008. The patient experienced a return of symptoms; specific symptoms were not reported. The report indicated that there were no alarms. Additional troubleshooting was recommended. The pump was used to deliver fentanyl; concentration and dosage were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.